Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2013, the lay user/patient's spouse contacted lifescan (lfs) (B)(4) alleging that the patient's onetouch verioiq meter was reading inaccurately low compared to another device. The complaint was classified based on additional information obtained by the customer service representative (csr) during follow-up calls with the reporter. The patient's spouse reported that on (B)(6) 2013 at an unknown time, the patient developed symptoms of "dizzy, hallucinating and fell down." The reporter stated that emergency services was called in response to his condition. At the onset of symptoms, the reporter confirmed the patient was tested with the subject meter and obtained a reading of "23.9 mmol/l (430 mg/dl)." When emergency services arrived, the patient's wife stated they tested the patient's blood glucose with their meter (type unknown) and obtained a message of "extreme high." The reporter confirmed that approximately 15 minutes elapsed between the two tests. The patient was taken to the hospital and within 20 minutes of his arrival blood was drawn. The reporter informed the csr that the lab reading registered "over 38 mmol/l (684 mg/dl)." The reporter stated the patient was treated with 10 units of insulin (type unknown) in response to the elevated blood glucose and initially reported he was hospitalized with dementia. During a follow-up call with the reporter on (B)(6) 2013, the patient's spouse informed the csr that during the patient's hospitalization they found that the patient had an internal infection and was told that the infection was reason for patient's high blood glucose excursion. During the second follow-up call, the reporter reported that the patient's memory loss was unrelated to his high blood glucose. At the time of troubleshooting, the reporter confirmed the patient was using test strips that were within their expiration date and not open past their discard date. The reporter did not have control solution available to test the subject meter. Replacement products were sent to the patient. Although the patient was treated by an hcp for a high blood glucose excursion, there is no indication that the subject meter caused and/or contributed to this serious injury. The reporter was told that the patient's blood glucose excursion was due to an internal infection the patient had developed. However, this complaint is being reported because the subject meter did not meet lfs' accuracy criteria.